Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g130 scaler, the insert was getting hot; no injury resulted.

Manufacturer narrative:
The unit has water flow. The customer may have clogged insert or turning the needle valve the wrong way. The water solenoid is not closing up as soon as the f/s is released. Repaired unit as per estimate approval, also replaced missing foot, water flow meets specifications. We advised the customer to investigate inserts as possible issue or water source.